Manufacturer narrative:
Concomitant products: product ID 3550-29, lot # n141216, implanted: (B)(6) 2009, product type accessory; product ID 3586, serial # (B)(4) , implanted: (B)(6) 1990, product type lead; product ID 7496, serial # (b)(46), implanted: (B)(6) 1990, product type extension; product ID 3550-09, lot # l95586, implanted: (B)(6) 2001, product type accessory. (B)(4).

Event description:
It was reported that the patient had received a warning power on reset (por) message after charging. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.